Event description:
It was reported that a pt underwent a gynecological procedure in 2007. During the procedure, the blade would not spin and the unit acted sluggish. The case was successfully completed with a fourth hand piece utilizing a second motor drive unit with no adverse pt consequences.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.